Manufacturer narrative:
This report is submitted on april 18, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the implant. Subsequently, the device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report.